Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. The reporter¿s test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. The patient performed previous repeat measurements using samples collected from the same finger. Product labeling states: "never perform a test with a drop of blood from a previous fingerstick." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The date of the event is not known and is approximately (B)(6) 2022. The meter result at 11:46 am was 2.2 inr (26.5 sec). The laboratory result at approximately 2:00 pm was 1.6 inr. The therapeutic range is 1.8-2.2 inr and testing is performed every week. The reporter also stated that he performed previous repeat measurements using samples collected from the same finger.